Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main enhanced full height drawer 5 with pocket a3 failed to be detected by bus. The field service engineer (fse) replaced the pocket for drawer 5, and the issue was resolved. However, after the station was rebooted, drawer 6, specifically rows c and d failed to be detected by the bus. The engineer then reseated and checked all cables, but the issue persisted. Then, the fse replaced the drawer control board, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer jammed. Customer did reboot and recovered storage but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.